Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 8-may-2018 with the following findings: the black box data did not reveal evidence of short battery life. Multiple low battery warnings and replace battery alarms occurred due to normal battery wear. On investigation, the pump powered on normally and ez-prime steps successfully completed. Electrical currents were evaluated and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the alleged ¿short battery life¿ complaint.